Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a company representative. The serial number of the pump was (B)(6). The pump was implanted on (B)(6) 2020.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving baclofen of an unknown concentration at a dose rate of 1551.9 mcg/day to 1557.0 mcg/day via an implantable pump. The date of pump implant was unknown or would not be provided. It was reported that the pump had shown discrepancies between the expected residual reservoir volume (erv) and actual residual volume (arv) of drug during the last few refill sessions. It was further reported that they had a patient who was having some concerning discrepancies between erv and arv over the past 6 months. Volume discrepancies occurred on the following dates: (B)(6) 2022 (daily dose: 1551.9 mcg/day) - erv: 3.0, arv: 5.5 (+2.5 ml discrepancy), (B)(6) 2022 (daily dose: 1551.9 mcg/day) - erv: 3.0, arv:7.0 (+4.0 ml discrepancy), (B)(6) 2022(daily dose: 1557.0 mcg/day) - erv: 8.3, arv: 11.5 (+3.2 ml discrepancy), (B)(6) 2022(daily dose: 1557.0 mcg/day) - erv: 8.1, arv: 13.0 (+4.9 ml discrepancy), (B)(6) 2022(daily dose: 1557.0 mcg/day) - erv: 7.2, arv: 14.0 (+6.8 ml discrepancy), (B)(6) 2023(daily dose: 1557.0 mcg/day) - erv: 7.4, arv: 15.0 (+7.6 ml discrepancy), (B)(6) 2023(daily dose: 1557.0 mcg/day) - erv: 7.4, arv: 17.0 (+9.6 ml discrepancy), and (B)(6) 2023 (daily dose: 1555.3 mcg/day) - erv: 8.2, arv: 9.4 (+1.2 ml discrepancy). The patient was on a flex dose with several high boluses throughout the day. At a pump refill in february, they leveled out the dosing a bit, letting the patient keep one of the boluses to see if it would impact the residual volumes. They say her in the clinic on (B)(6) 2023 and her residuals were much better since they made the change. Diagnostic testing/troubleshooting performed to resolve the event and actions taken to resolve the event included dose adjustments. Factors that may have led or contributed to the issue were unknown. No surgical intervention occurred and surgical intervention was planned. The issue was noted as resolved. The patient was without injury regarding their status as of (B)(6) 2023. They were going to keep monitoring the residual pump reservoir volume discrepancy for a few more refill sessions. The patient's medical history was unknown or would not be made available.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.